Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that the peritoneal dialysis (pd) patient had to cancel the treatment and was admitted to the hospital on (B)(6) 2025 due to a blocked catheter and an infection. In additional follow-up, the patient¿s pd nurse confirmed the patient was hospitalized with pd catheter dysfunction concomitant peritonitis and pre-existing conditions unrelated to dialysis. The nurse stated the patient had a pd culture obtained (on hospital admission) which grew the bacteria staphylococcus epidermis. The patient is being treated with intravenous antibiotics (details are unknown). Additionally, the patient had the pd catheter removed as the pd catheter was not working and the patient was switched to hemodialysis for renal replacement needs. The nurse also provided that the patient had concomitant enteritis, urinary tract infection (uti) and endometrial thickening, unrelated to dialysis. The patient remained in the hospital at the time follow-up was completed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was likely due to patient breach in aseptic technique. In addition, the patient¿s nephrologist stated that peritonitis was due to the patient¿s multifactorial in comorbid conditions, according to the pd nurse.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s hospitalization for pd catheter (not a fresenius product) malfunction and peritonitis. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture grew the staphylococcus epidermis which is a bacteria found on human skin. Based on the reported information, peritonitis is likely due to patient breach in aseptic technique. However, the patient also had concomitant enteritis, uti and endometrial thickening (unrelated to dialysis) which are possible contributing factors for peritonitis and pd catheter malfunction. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the peritoneal dialysis (pd) patient had to cancel the treatment and was admitted to the hospital on (B)(6) 2025 due to a blocked catheter and an infection. In additional follow-up, the patient¿s pd nurse confirmed the patient was hospitalized with pd catheter dysfunction concomitant peritonitis and pre-existing conditions unrelated to dialysis. The nurse stated the patient had a pd culture obtained (on hospital admission) which grew the bacteria staphylococcus epidermis. The patient is being treated with intravenous antibiotics (details are unknown). Additionally, the patient had the pd catheter removed as the pd catheter was not working and the patient was switched to hemodialysis for renal replacement needs. The nurse also provided that the patient had concomitant enteritis, urinary tract infection (uti) and endometrial thickening, unrelated to dialysis. The patient remained in the hospital at the time follow-up was completed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was likely due to patient breach in aseptic technique. In addition, the patient¿s nephrologist stated that peritonitis was due to the patient¿s multifactorial in comorbid conditions, according to the pd nurse.